Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a ¿sharp, shooting pain¿ in the left breast, near the device, which was noted to have started 3 to 4 weeks prior to the report. The patient also felt ¿small shocks¿ along with the pain. The patient was reportedly unable to eat and was advised to go to the emergency room (e.r.). The patient didn¿t go to the e.r. Because it ¿seemed to have gotten better for a moment¿. However, it was ¿very short term¿ and the pain and symptoms progressed. The device was interrogated and high impedances were found. During a surgical revision, it was discovered that the lead was "not connected". The reporter indicated that ¿they cleaned it up or replaced it¿, but was unsure. It was connected back up and it was working properly afterwards. It was noted that during the revision, a small incision was made along the left breast line and was sealed with medical adhesive. The reporter noted that the device was ¿such a life saver¿ that when it ¿wasn¿t working¿ it was noticeable. It was indicated that the patient normally weighed between (B)(6) and was currently at (B)(6). Since the surgery however, the patient¿s appetite had returned and she was eating her entire meals. It was noted that the patient was preparing to be discharged from the hospital. It was later reported that the high impedance issue was isolated to "lead 2", which read greater than 4000 ohms. The reporter clarified that the implantable neurostimulator (ins) was removed from the pocket, the set screws were loosened and lead number 2 was removed from the ins. The lead tip as well as the ins was cleaned. The same "lead 2" was reinserted into the ins, the set screws were tightened and the device was interrogated. A normal impedance reading of 526 ohms was consequently obtained. A secondary check was done and all readings were normal and within acceptable range. The ins was re-inserted into the original pocket and closed. It was noted that the patient had not had any trauma that may have caused the issue.